Event description:
The hospital reported that before the vasoview hemopro 2 was used or in contact with the patient, the pa inspected the hemopro and found that one of the arms of the c-ring was "missing". The defect was discovered while inspecting the device prior to introducing it to or using it on the patient. No patient harm or involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 09/22/2025. An investigation was conducted on 09/29/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cannula was observed to be intact. The c-ring was observed to be intact. The scope wash tube was observed to be bent when the c-ring was retracted. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break- c-ring was not confirmed, however, the analyzed failure "material twisted/ bent scope wash" was observed. A manufacturing engineering evaluation was conducted. The complaint was confirmed for the reported failure "c-ring break". There was no evidence of clinical use. A visual evaluation was performed on november 14, 2025. Upon inspection under magnification it was observed that the scope wash tube had a bend and it was fractured. The c-ring was able to be extended and retracted. The scope wash tube was also able to move freely into and out of the cannula. There were no obstructions or resistance noted. Based on the manufacturing engineering evaluation results, the reported failure "break- c-ring " was confirmed as well as the "material twisted/ bent scope wash". The lot # 3000490702 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.